Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump failed flow rate -6.8%. No known impact or consequences to a patient.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given 3 separate delivery tests: this showed the device delivered within specifications. The reported issue could not be confirmed. No functional problems were identified during investigation.